Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the jaws of harmonic ace fell inside of the patient. The fallen piece was retrieved during the same procedure with a backup instrument. The instrument is not available for return. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was able to retrieve the broken piece with a laparoscopic instrument. No additional procedures were required to retrieve the broken piece. No post-operative tests needed to be performed to check for any remaining pieces. The customer was not sure what the surgeon thought caused the instrument to break. The instrument was used maybe 20 mins prior to breaking. The instrument was intact when it was removed from the sterile package. The customer was dissecting tissue when the instrument broke. Right before the customer noticed the instrument was broken the harmonic machine had an error but she could not remember what the actual error said. The customer could not recall if the instrument collided with any other instrument during the procedure. The fragment did not fall inside the patient during an instrument tip/ accessory collision. The instrument was not removed during the procedure prior to breaking. Upon final removal of instrument: a wrist was straight, no resistance, no damage to the cannula, no damage to instrument other than broken tip was noted. There was no injury to the patient. The customer was not aware of the patient returning to the hospital for any complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "per customer call: half of the jaw fell off during the procedure." Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly .526¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. A blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to mishandling/misuse. No image or video clip for the reported event was submitted for review. A system log review confirmed that the harmonic ace instrument was last used on (B)(6) 2022 with 0 uses remaining on system (B)(4). This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.